Manufacturer narrative:
(B)(4). Result of investigation: a review of the event trace indicates that the reported event "transition battery fault alarm" was logged on (B)(6) 2015. The service technician was unable to duplicate the problem "t-batt fault" conditions during testing and evaluations. "Inop" conditions were found on the event trace as well so the service technician changed the main board as a pre-caution.

Event description:
The customer reported that the unit has "t-batt fault" messages. While in service, the service technician reviewed the event trace and found several "inop" conditions. This reported issue was found in service, therefore there was no patient involvement.